Event description:
There was a possible catheter failure. Device troubleshooting was being considered. Additional info has been requested.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.